Event description:
It was reported: the t8 stick fit hexalobe driver (80-4244) broke while inserting a 2.7 mm val screw. When the surgeon tightened the screw to sit flush, right when it was about to lock or sit flush on the plate, the screw driver tip on the t8 snapped at the interface site.

Manufacturer narrative:
No product has been returned to date so an examination cannot be performed. If additonal information becomes avaible, a follow up report will be submitted.